Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and one-month post filter deployment, computed tomography (CT) revealed the apex of the filter contacted the right lateral wall of the inferior vena cava approximately 3 cm below the right renal vein. Five superior struts which all penetrated outside the caval wall. Six inferior struts which all penetrated outside the caval wall. There was a linear hyperdense was seen adjacent to the distal right common iliac artery extended along the anterior margin of the proximal right external iliac artery suspicious for a displaced fracture strut. There was likely to be a fracture of a superior strut along the right posterior lateral aspect of the filter at the approximate 7:00 position. The probable displaced strut was seen adjacent to the right common iliac and proximal right external iliac arteries. The patient experienced abdominal pain for one year. Subsequently twenty days later, the patient scheduled for filter removal. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep venous insufficiency, morbid obesity and in conjunction with or before bariatric procedure. Approximately thirteen years and one month post filter deployment, it was alleged that the filter struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.